Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, around 8:30-9:00pm, the patient's granddaughter called her daughter to call a nurse to check the patient's bg reading as they stated the cgm was giving false reading. It was reported that the cgm was displaying 400 mg/dl while the bg meter was 40 mg/dl. The tandem pump was continuously giving the patient insulin and resulted in hypoglycemia. The patient felt shaky and sleepy. The nurse called an ambulance and the patient was transported to the hospital. At the hospital, they checked the patient's bg but the patient did not remember the value. The patient was treated with IV therapy. The patient was discharged on (B)(6) 2024. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statements in the initial MDR, "it was reported that the cgm was displaying 400 mg/dl while the bg meter was 40 mg/dl." And "the reported glucose values fall within the e zone of the parkes error grid." B6 relevant tests/laboratory data,inclu - correction to remove, "cgm reading : 400 mgdl; bg meter reading : 40 mgdl" from the initial MDR.

Event description:
It was reported that the cgm was displaying 325 mg/dl while the bg meter was 45 mg/dl. The reported glucose values fall within the d zone of the parkes error grid.